Manufacturer narrative:
A review of the device history record indicated the order was built to specification. One used active centurion fms cassette was returned for this complaint. During a visual inspection, it was noted that the drain bag was detached from the cassette cover due to saturation. Viscoelastic substance was also found in the fluid line and the cassette. The sample could be recognized and the service data could be retrieved from the console. The sample failed priming and generated a system message. The viscoelastic substance restricted the fluid to flow through the tubing. The aspiration tubing was cut in areas that contained a large amount of viscoelastic in order to purge the surgical substance. After purging, the sample primed and tuned successfully; however, leakage occurred between the aspiration luer and the handpiece during the tuning process. The aspiration luer was from cavity 3. The aspiration fitting was replaced with a lab aspiration fitting and no leakage was observed during the turning process with the lab aspiration fitting. The root cause of the customer's complaint was an error that occurred during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced an aspiration failure during the irrigation and aspiration phase of a cataract procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected. This is one of four reported for this facility.